Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, there were issues while manipulating the catheter. The catheter was removes, and it was noticed that the tip of the device was fractured. The catheter was replaced and the procedure was completed with no adverse patient consequences.